Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parent stated the patient was very sick. He was nauseated, vomiting, had frequent urination, difficulty breathing and an increased heart rate which were reportedly all symptoms of diabetic ketoacidosis. The cgm was displaying over 200 mg/dl during that time. When the parent checked a finger stick reading, it was "too high". The patient father took the patient to the hospital and the sensor was removed. The patient's mother could not recall what the patient's bg was when it was checked at the hospital. The patient was treated with IV insulin drip, IV potassium phosphate fluids and nausea medicine. The patient was in the hospital for 2 days. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.